Manufacturer narrative:
The investigation into the limb ischemia reversible issue has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient had right femoral artery insertion of impella cp, and no right pedal pulse could be found after the procedure. Md injected dye down, re-access port of reperfusion sheath and no flow seen under fluoroscopy. Md elected to remove due to improved hemodynamics. The patient was on impella support for two hours. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿